Manufacturer narrative:
Investigation summary: eight samples were received for evaluation. Visual inspection was performed. The samples have sealed the packaging flow wrap, plunger rod-rubber stopper, tip cap, saline solution and the barrel labels confirms the lot# 8142702. Syringe is not intended to draw blood and is for single use. None of the samples have a separation between the plunger rod and the rubber stopper therefore failure mode is not verified. The syringe is not intended to be used to draw blood and is for single use. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the first complaint for lot # 8142702 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: not confirmed.

Event description:
It was reported that bd posiflush¿ ns filled syringes have plungers that will pop back and then cannot be pulled back anymore. There was no report of exposure, serious injury, or medical intervention.